Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not enunciate alerts and reminders as intended. The customer¿s blood glucose level was approximately 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.